Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the suture broke during knot advancement. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela. Though requested, additional information was not provided.

Event description:
The customer reported that the insulin pump was not rewinding completely. The customer stated that she forced the reservoir into the device and received 100 units of unwanted insulin. The customer went to the emergency room and did receive medical attention for her low blood glucose. Troubleshooting was performed. Assisted the customer to rewind the insulin pump, and the device appeared to rewind totally. The customer requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was partially deployed. The complete suture was returned loaded in the device with the knot and 2cm of the rail suture loose. The anterior cuff was still in the foot pocket with its tabs intact. During testing, the anterior needle was found bent at the proximal end. A proxy plunger was inserted into the device without difficulty and the needle trajectory was acceptable. There were no marks on the anterior foot to indicate the needle had struck it during deployment. These findings indicate the needle was deflected during deployment missing the anterior foot and pocket. The posterior cuff was out of the foot pocket with its tabs bent indicating the cuff had been captured and had detached from the needle during plunger removal because of resistance caused by the anterior cuff and anatomical conditions. The anterior cuff miss and subsequent posterior needle detachment have the same result and may appear to the user as a suture break. Based on the test results and findings, the most probable cause for the posterior cuff miss and subsequent failure to harvest the suture is due to needle deflection during plunger deployment by either interaction with the anatomy or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. No manufacturing or quality inspection issue was detected. The needle trajectory of each device is inspected twice during manufacturing. A review of the device lot history record did not reveal any non-conformity which could have contributed to this event.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.